Event description:
It was reported that no osseointegration was achieved approximately three months after concurrent placement of pepgen p-15 putty bone grafting material and an implant. As a result, another surgical procedure was neccessary to achieve the desired results and preclude permanent damage to a body structure that would not be trivial.